Event description:
It was reported that on (B)(6) 2023, the products in question were used in the surgery via tha with corail. In the surgery, when the surgeon tried to remove the stem and attached the stem inserter, it was damaged and remained in the stem. The damaged part has been picked up from the stem. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that it has been confirmed by the surgeon by x-ray that no damaged fragments remain in the body.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 medical device problem code; if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on aug. 15, 2023, the products in question were used in the surgery via tha with corail. In the surgery, when the surgeon tried to remove the stem and attached the stem inserter, it was damaged and remained in the stem. The damaged part has been picked up from the stem. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed the retaining stem inserter exhibits signs of normal use. No product problems were observed on the surface of the returned device. A functional test to assess the reported assembly allegation was not conducted as the mating device was not returned for evaluation. The complaint condition was not replicated, therefore the investigation can not confirm the complaint. The overall complaint was not confirmed as the retaining stem inserter was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the overall complaint was not confirmed as the [device] was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that on (B)(6) 2023. The products in question were used in the surgery via tha with corail. In the surgery, when the surgeon tried to remove the stem and attached the stem inserter, it was damaged and remained in the stem. The damaged part has been picked up from the stem. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed, the retaining stem inserter exhibits signs of normal use. No product problems were observed, on the surface of the returned device. A functional test to assess the reported assembly allegation was not conducted, as the mating device was not returned for evaluation. The complaint condition was not replicated. Therefore, the investigation can not confirm, the complaint. The overall complaint was not confirmed, as the retaining stem inserter was found to have no damage or defects. No definitive root cause could be determined. There was no indication, that a design or manufacturing issue contributed to the complaint. Based on the investigation findings. It has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the overall complaint was not confirmed, as the [device] was found to have no damage or defects. No definitive root cause could be determined. There was no indication, that a design or manufacturing issue contributed to the complaint.